Manufacturer narrative:
The reported events of inadequate capture and high lead impedance were not confirmed by analysis. The reported event of helix mechanism issue was confirmed by analysis. Final analysis found the helix was stretched or bent due to procedural damage. No other anomalies were found.

Event description:
It was reported that the patient presented in clinic for implant procedure. During procedure, the right ventricular (rv) lead exhibited high pacing impedance and high capture threshold. It was noted that the lead also dislodged during the procedure. The physician stated that the rv lead helix was unable to be retracted completely when attempting to reposition the lead. Physician decided not to implant the rv lead and replaced it on (B)(6) 2021. Patient condition was stable throughout.